Event description:
A discordant, falsely elevated sodium (na) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting lower than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that there was an error message on the instrument for insufficient or excess diluent in port. Upon the ccc's instruction, the customer performed the troubleshooting but did not check the diluent bottle. The customer stated that the diluent bottle was almost empty. The customer replaced the integrated multi-sensor technology (imt) diluent. The cause of falsely elevated result was insufficient imt diluent. The instrument is performing according to specifications. No further evaluation of the device is required.